Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge despite using multiple adapters and cables. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.